Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found broken optical lenses, and corrosion on the frame of the objective window. The outer tube had a dent on the gold plating, was received without inner, outer adapters and was received without protector tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, high definition had a cracked lens. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected field: g2: company representative does not apply to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cracked lens occurred due to the impact of a major mechanical force, caused by a blow or a fall and excessive use. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.